Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pull wire remained in the anchor after deployment. Additional information was received, the pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: we had one of the cinchlocks deploy with the metal rod still inside the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that pull wire remained in the anchor after deployment. Additional information was received, the pull wire was removed from the anchor and the procedure was completed successfully.